Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic torn and foreign material on lens surface (residue on lens). (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+1.5/070 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. The surgeon notes excessive vaulting. Reportedly, the lens remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. (B)(4)

Manufacturer narrative:
(B)(4).